Event description:
The hosp reported that during a lateral release (knee) the pump quit flowing. The unit registered that it was running but no fluid was flowing. The dr opened the pt to complete the surgery. Pt experienced add'l trauma and a large incision which should not have been present if they could have continued arthroscopically.